Event description:
It was reported that a caregiver contacted support expressing concern that the device was not functioning properly. The caregiver stated that insulin and infusion sets were typically changed daily or every other day due to high insulin requirements, but the cartridge still contained a significant amount of insulin several days after the last supply change. The caregiver believed insulin delivery had not been occurring and reported that blood glucose levels had been elevated for several days, along with repeated insulin occlusion alerts. A review of device reports and logs showed that an insulin occlusion alert had occurred and was not acknowledged for an extended period, during which insulin delivery would not have resumed. It was explained that failure to acknowledge alerts and resume delivery would result in no insulin being delivered. Education was provided on the importance of checking and acknowledging alerts, as well as how to disconnect and perform a fill tubing step to assess for occlusions. Log review also showed that the device had powered off multiple times, which would have further interrupted insulin delivery, contributing to excess insulin remaining in the cartridge. Additional education was provided regarding routine infusion set changes, emphasizing that infusion sets should be changed every two days as recommended, even if insulin remains in the cartridge. The caregiver was advised to perform a complete supply change, which was planned immediately, with follow-up arranged. The caregiver reported no prior knowledge of ketone testing, and education was provided on ketone action planning. Due to prolonged hyperglycemia and the individual feeling unwell, it was recommended that medical advice be sought from an on-call provider or urgent care if needed. The individual was using a continuous glucose monitoring system and a 6 mm, 23-inch contact detach infusion set, and a lot number was available. The individual confirmed that blood glucose levels were affected, with levels reported over 400 mg/dl for approximately three days. Alerts for prolonged elevated glucose were reported. No back-up insulin therapy was used, no ketone testing was performed, and no recent steroid injections were reported. No professional medical intervention occurred. Assistance was provided by caregivers out of kindness. Reported symptoms included headache, irritability, nausea, and body aches. During follow-up, the caregiver confirmed that all supplies had been successfully changed and insulin delivery had resumed. Blood glucose levels had decreased to 220 mg/dl and were trending downward. The individual reported feeling better, though tired, and ongoing monitoring was planned with instructions to contact support if further assistance was needed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.